Event description:
It was reported that the patient presented for a follow-up. Upon review, it was discovered that the right atrial lead exhibited high impedance, failure to sense, and failure to capture. A lead revision was performed and during the procedure, it was noted that the lead had a visible insulation breach and fracture. The lead was capped and replaced. The patient was in stable condition.